Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device stopped working during the procedure. A spiroflex® angiojet® thrombectomy set was being used for a thrombectomy procedure within the circumflex proximal. The catheter was advanced to the treatment site and thrombectomy was started. After 25 second the catheter stopped working. The device was removed from the patient and exchanged for a different device to complete the procedure. No patent complications were reported and there was no harm noted to the patient.